Event description:
The peritoneal dialysis (pd) patient reported to (B)(6) that they were hospitalized for draining issues caused by a catheter malfunction (not a (B)(6) product). Due to the catheter issue, the patient transitioned to hemodialysis (hd) following discharge from the hospital. The patient stated upon follow-up that (B)(6) products did not cause or contribute to the reported issue or subsequent hospitalization. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".